Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that they were not holding down a button for three minutes or longer. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer's blood glucose was 10 mmol/l. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.